Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains going on vad support. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event is potentially related to the patient's inflow cannula malposition reported under MFR #2916596-2019-03303. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months, 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted (B)(6) 2019 with shortness of breath, orthopnea (2 pillows) and 18 pound weight gain despite increasing diuretic dose from furosemide to torsemide and taking extra torsemide. Right heart catheterization (B)(6) 2019 notable for elevated mean arterial pressures and filling pressures. Dopamine was started to further augment right ventricle function and facilitate diuresis. The patient was weaned from inotropes successfully. Sildenafil was initiated to reduce pulmonary pressures and reduce right ventricle afterload, however it was discontinued due to ongoing headache. Patient was started on digoxin and discharged home on (B)(6) 2019. No further information was provided.